Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: product type catheter product ID 8782 lot# serial# (B)(6), implanted: (B)(6) 2023,explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type catheter product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a normal catheter dye study was performed.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient experienced withdrawal and the issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The 8780 catheter serial#: (B)(6) was returned and no significant anomalies were identified. The 8782 catheter serial#: (B)(6) was returned and a kink was identified. The 8782 catheter serial#: (B)(6) was returned and no significant anomalies were identified. Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2017, explanted: on (B)(6) 2024, product type: catheter, product ID: 8782, lot#serial#: (B)(6), implanted: on (B)(6) 2023, explanted: on (B)(6) 2024, product type: catheter, product ID: 8782, lot#serial#: (B)(6), implanted: on (B)(6) 2021, explanted: on (B)(6) 2023, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the catheter was explanted on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter product ID 8782 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 product type catheter product ID 8782 serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-feb-2019, UDI#: (B)(4), product ID: 8782, serial/lot #: (B)(6), ubd: 10-mar-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (9.8 mg at 4.37847 mg/day), fentanyl (2000 mcg at 893.56442 mcg/day), and bupivacaine (18.4 mg at 8.22079 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient felt their pump was not working properly and were concerned about positional kinking. They don't feel boluses while upright. Noted a runny nose, increased pain, tingling, body temperature changes, and hives. A catheter dye study was ordered. The patient reported withdrawal concerns.

Manufacturer narrative:
Correction was made to b2 and h1. Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter product ID 8782 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.